Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 33mm epic valve was implanted. On (B)(6) 2022, it was reported that the patient was diagnosed with prosthetic valve endocarditis. The patient status was reported as stable, and antibiotic medication is being administered for endocarditis.

Manufacturer narrative:
An event of endocarditis 13 days after the implant procedure was reported. A returned device assessment and histopathological analysis could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This included a review of the sterilization of the valve which was found complete, indicating the valve was sterilized according to abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2022, a 33mm epic valve was implanted. On (B)(6) 2022, it was reported that the patient was diagnosed with prosthetic valve endocarditis. The patient status was reported as stable, and antibiotic medication is being administered for endocarditis. Subsequent to the previously filed report, additional information was received that the patient had a professional mechanical plaque removal (pmpr) on (B)(6) 2022 prior the implant of the epic valve on (B)(6) 2022. The patient's endocarditis was first diagnosed on (B)(6) 2022. The patient presented with syncope, bradycardia, and fever. The transesophageal echocardiography (tee) showed thickened posterior leaflets of bioprosthesis with vegetation. This event caused a hospitalization. A future surgical replacement of the valve is planned.